Event description:
Patient reported that the lancet device was not fully retracting, resulting in a lancet protruding from the end of the device. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.